Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four gray tightly to loosely coiled wires') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abscess ("abscess"). The patient was treated with surgery (laparoscopic removal of essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain and abscess outcome was unknown. The reporter considered abscess, device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received. Reporter information added. Event medical device removal updated to event pelvic pain. New event added: device breakage based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four gray tightly to loosely coiled wires') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abscess ("abscess"). The patient was treated with surgery (laparoscopic removal of essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain and abscess outcome was unknown. The reporter considered abscess, device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an (B)(6) unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abscess ("abscess"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and abscess outcome was unknown. The reporter considered abscess and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event abscess was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.